Manufacturer narrative:
The remote service engineer assessed the device remotely and concluded that the discharged battery issue was due to wear and tear, leading to its replacement. The device is still located at the customer's site, and no additional evaluation is necessary at this moment.

Event description:
Philips received a complaint on the dfm100 device indicating that there was a battery issue. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.